Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
The luerlock which is used to flush the revive thrombectomy device self-expanding catheter ((B)(4)) has penetrated the sterile package and made it unsterile. The hospital mentioned that it seems like the products are packed really tight and that is why the luerlock penetrates the package. The damage was noted just after receiving the products and prior to use on any patients. No vessel code information provided.